Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The baseline gender/age of the patients represented in the article is male/63 years old. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: clinical and economic impact of remote monitoring on the follow-up of patients with implantable electronic cardiovascular devices: an observational study. Telemedicine and e-health. (B)(6) 2013. Vol. 19; no. 2: pages 71-80.

Event description:
A journal article was received which contained information regarding remote monitoring and implantable electronic cardiovascular devices. The article stated that while using remote monitoring system, minor events were identified; such as, inappropriate shocks, pocket changes, system alerts, and diaphragmatic stimulation. There was also noted heart failure decompensation. There were events where intervention was taken. The status of the devices is unknown. Further follow up did not yet yield any additional information. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.